Event description:
Tip coating peeled away from the nitinol core. The damage was noticed after removing the guidewire from the patient.

Manufacturer narrative:
Investigation in-process, and the results of the investigation will be filed in a supplemental report when completed.